Event description:
Info received indicates the bed has a loss of electrical ground.

Manufacturer narrative:
The technician isolated the issue to a cracked power cord plug. He replaced the plug to repair the bed.